Event description:
On (B)(6) 2015, the patient was being treated for an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. It was reported the contralateral leg component was reportedly implanted with no issue. It was reported that during ballooning of the contralateral leg component in the patient¿s right common iliac artery using a qx medical q50-65 stent graft balloon catheter the right common iliac artery ruptured. It is reportedly unknown what caused the rupture in the right common iliac. The diameter of the right common iliac artery was reportedly 23mm. There was reportedly calcium at the origin of the hypogastric artery. It was reported the balloon was not inflated outside of the device. A transfusion of four liters of blood was also administered during the procedure. A gore® viabahn® endoprosthesis was implanted to repair the rupture. Final angiography showed exclusion of the aneurysms and rupture, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The patient's medications include: trazodone,simvastatin, and norco.